Event description:
The customer reports falsely elevated architect stat troponin-I assay results for one patient. Values of 0.074, 0.083, 0.029 and 0.220 ug/l were generated from a collected serum sample. The customer uses a cut-off value of 0.013 ug/l for female patients and 0.033 for male patients. The sex of this patient was not provided. Cardiologists at this site have been questioning results. There is no impact to patient management reported.

Manufacturer narrative:
An accuracy study was performed to evaluate the performance of this assay. An internal troponin-I panel was tested with reagent lot 26913un00. All of the materials utilized in testing were stored in-house. No returns were received from the customer site. The troponin-I panel is targeted to a known concentration. The panel results were within specifications (0.22 to 0.42 ng/ml), which demonstrates that the architect stat troponin-I assay can accurately detect known concentrations of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the current customer issue. Information from the customer site revealed that the customer was only centrifuging patient samples for analysis for eight minutes at 3000 rcf (1610 g and 2012 g depending on the centrifuge model). Per the architect stat troponin-I assay package insert, samples should be centrifuged at a minimum of ten minutes at 2500 g. The current evaluation concluded that the architect stat troponin-I assay, list 02k41-28, lot 26913un12 is performing as expected. A product malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).